Manufacturer narrative:
(B)(4).

Event description:
It was reported when patient presented to the hospital, undersensing was observed during a ventricular fibrillation rhythm. The rhythm was treated by a device diagnosis but there were multiple sensing beats not sensed during capacitor charging. Programming changes were made. No patient symptoms were detected.